Manufacturer narrative:
Date of event: month and year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint drug-eluting stent was implanted in the prox lad. Approximately 22 months post index procedure the patient suffered an alimentary tract haemorrhage. It is unknown what treatment the patient received for the event. The patient's aspirin treatment was deactivated. The patient is recovered. The patient was on dapt (aspirin and plavix) at the time of the event.

Manufacturer narrative:
Lot number for stent implanted provided. If information is provided in the future, a supplemental report will be issued.